Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. The products were not returned, but a total of 3 photographs have been received, which show the femoral and tibial components as well as the polyethylene insert. The femoral component is partially depicted but demonstrates the bone facing surface only. Parts of the visible surface is covered by brownish bone cement, which has a rather smooth appearance. The polyethylene bearing has multiple dents on the articulating surface and remains of delaminated and fractured from the tibial component on the anchoring surface. The metal back of the tibial component separated from the polyethylene part and is fractured medially. The fracture runs in the direction of the sagittal plane. The bone facing surface of the grid shows remains of brownish bone cement which partially has a spongy structure. Please note that due to the poor resolution of the photographs a more detailed assessment cannot be performed. Review of the manufacturing records cannot be performed without product identification. Device is used for treatment. Radiographs were provided and reviewed by a health care professional. The review identified two views of the left knee, which demonstrate a medial compartment hemiarthroplasty with fractured tibial component medially with possible subsidence of the tibial component. With the available information the fracture of the tibial component can be confirmed; nevertheless, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D6 - initial surgery probably in 2006. G2 - foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : product is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty and approximately 17 years later a revision surgery was performed due to the fracture of the tibial component. Attempts have been made and no further information has been provided.